Manufacturer narrative:
The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/09/2026, it was reported that dr. (B)(6) stated that a hanh tapered implant failed. On (B)(6) 2022, a 55-year-old, male presented for implant placement on tooth position #6. The patient returned, after final prosthesis delivery, without any symptoms. During examination, the provider determined that the implant lost osseointegration and the reported device was explanted on (B)(6) 2026. The device was not replaced and there was no report of permanent patient injury or the requirement for any medical/surgical procedure. The patient bone quality was reported as type I and their oral hygiene as good.